Event description:
Healthcare professional reported a left-side rupture and "implant exchange from a textured device.". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side "rupture" and "implant exchange due to voluntary recall". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, d9, g4, h3, h4 h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on radius side assessed as an unidentified (tear) opening (shell thickness was within specification). Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: crease fold observed. Wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side rupture and "implant exchange from a textured device.". Device has been explanted.